Event description:
Event description guidant received information that this non-pacemaker dependent patient's ventricular lead displayed a sudden increase in impedance measurements. However, the sensing amplitude and threshold measurements were within normal limits and a chest x-ray did not reveal any lead integrity issues. Later, in addition to displaying rising impedance measurements in both the bipolar and unipolar configurations, the lead also displayed increased threshold measurements. A lead conductor fracture was suspected, however, the physician also suspected the increased measurements could be due to renal dysfunction, a change in medication, a fibrous capsule around the tip of the lead, and/or a possible change in lead position.